Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information has been received from the surgeon indicating that the inflammation has resolved for this patient. The site reported having switched from reusable irrigation/aspiration (I/a) handpieces to single use I/a handpieces. However another episode of toxic anterior segment syndrome has been noted since the change to single use I/a handpieces was implemented. The facility has requested the system to be serviced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a patient presented with toxic anterior segment syndrome (tass). The staff have checked all the instruments as well as the sterilization chain. This is one of several reports from this facility.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received. The nurse manager suspects the residue of the detergents stuck in the handpieces.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received from the company representative; the facility has ¿dismissed¿ using the phacoemulsification handpieces and has had no new incidents of the reported event. The customer has added the phacoemulsification handpieces as suspect product.

Manufacturer narrative:
The customer reported several patients with toxic anterior segment syndrome (tass) occurred. Initially the customer suspected the handpieces. The site reported having switched handpieces. However, no other episodes of tass have been noted since the customer decided to discontinue the use of the handpieces. The nurse suspects the tass may be related to detergent residue remaining in the handpieces. The customer sales representative does not think that the handpieces are defective. The patient¿s inflammation was not bacterial related as all the tests were negative. The facility has requested the system to be serviced. The facility nurse noted that the case of several patients, who after cataract surgery, had eye inflammations (tass syndrome). The customer checked all the instruments as well as the sterilization chain in order to understand what could be at the origin of this. The facility nurse stated that the system was the only common instrument in all these tass complaints. The customer noted they had no change in their process. The handpieces were changed. The lot numbers used were different (implants, bss, consumables). The balanced salt solution (bss) is used without being diluted. The customer sent a table that refers to twelve (12) patients from which surgery occurred between (B)(6)2017 and (B)(6)2017. This investigation will serve as the 5th of 12. The inflammation appears the following day of surgery for all of the cases. The inflammation is resolved for all the patients, no particular complication, but the healing time depends from one patient to another. The most common causes of tass are identified as follows in order of prevalence: inadequate flushing of phaco, irrigation/aspiration handpieces and cannulated equipment, use of enzymatic cleaners and detergents, use of reusable cannulas, inadequate cleaning of instruments, use of preserved epinephrine, reuse of single use devices, use of tap water with no sterile water final rinse, inadequate personnel or trays to allow proper preparation of instruments, no immediate cleaning allowing ophthalmic viscoelastic device (ovd) and surgical solutions to dry on instruments, use of preserved medicines in the eye, reuse of tubing for flushing, latex bulbs for irrigation, not training, no terminal sterilization, instruments stored on towels, touching of iol or patient contact areas of instruments with gloved hands, off-label use of lidocaine gel, poor instrument maintenance, autoclave residue, rust, particulates, lint, use of powdered gloves, additives added to balanced salt solution against directions for use (dfu) , improper use of prep solutions, detergents and cleaners, failure to follow manufacturer¿s directions for use, including no air flush, use of unapproved enzymatic cleaners, use of postoperative ointment in clear corneal cases, povidone-iodine placed in the eye at the end of procedures, incorrect concentration of detergents and enzymatic cleaners. The phacoemulsification systems are closed systems. They are operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). The proper cleaning and sterilization of ophthalmic surgical instruments can help prevent the occurrence of tass. These findings continue to validate the need to follow the recommendations detailed in the dfus, aorn recommended practices, and the ascrs tass task force guidance document. The customer did not provide cleaning or sterilization information. There is no evidence that the design or manufacturing of the equipment contributed to the reported event. The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, the module was tightened. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 5, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. No I/a reusable handpiece was returned for evaluation for the report of toxic anterior segment syndrome (tass). Therefore, the condition of the product could not be verified. No lot number was identified with this complaint. Therefore, a lot history review could not be conducted. All reusable handpieces are 100% visually inspected, functionally tested, and cleaned during the manufacturing process. Any surgical instrumentation that comes into contact with the patient should be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). The proper cleaning and sterilization of ophthalmic surgical instruments can help prevent the occurrence of tass. A direction for use pamphlet with the recommended cleaning process is provided with the product because a sample was not returned by the customer and no lot information was provided, the root cause for the customer complaint issue cannot be determined. This is the eighth complaint reported for this finished goods lot; however the third for this issue. Review of the device history record (DHR) indicates the order was built to specification. Sterilization batch records for this finished goods lot were reviewed and parameters met specifications and were approved prior to product release. The customer did not retain a sample for this complaint report. As such, visual inspection or functional testing could not be conducted. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. This product has been sterilized and all sterilization cycle parameters were verified for acceptability prior to release. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4). The manufacturer internal reference number is: (B)(4).